Manufacturer narrative:
Intuitive followed up and obtained additional information. Mesenteric treatment was being performed. The issue did not occur with the instrument after a system fault. Jaws of the instrument would not open so the surgeon could not grasp the tissue. Jaws were not stuck on tissue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend (vse) was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the jaws of the vessel sealer extend (vse) instrument would not open. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.